Event description:
Customer reported that the css console had an air leak from the primary air tank regulator. The pt was switched to a backup css console. There was no pt impact. This alleged failure mode poses a low risk to the pt, because it does not negate the ability of the css console to perform its life-sustaining functions, and redundant system performance was not affected. An investigation will be conducted by syncardia, and the results will be provided in a supplemental MDR.